Manufacturer narrative:
Block h10: additional information: block a3, b5. Block b5: the patient was male and over 18 years old. The guidewire was removed from the package without issue. No issues were identified with the device packaging. Additionally, the guidewire coating was reported as being wavy. Bsc reference: (B)(4).

Event description:
Note: this report is a supplement to manufacturer report# 3005099803-2009-03494. Additional information has been received since the previous medwatch report was submitted. Details outlined in block h10.

Manufacturer narrative:
Block f10: patient code: 2199 - no consequences or impact to patient. Device code: 2203 - other (distal tip damage). These codes were selected by the manufacturer based on information obtained from the user facility. Block h10: the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc reference: (B)(4).

Event description:
It was reported to boston scientific corporation on june 25, 2009 that a jagwire was used during an endoscopic retrograde biliary drainage procedure (patient gender, age and weight are unknown). According to the complainant, when the jagwire was removed from the pouch it was observed that the distaltip was damaged. The procedure was completed successfully with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".